Event description:
It was reported that the device was explanted due to infection. No other information was provided. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.